Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('puncturing my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), rash ("rash"), depression ("depression"), systemic lupus erythematosus ("lupus") and bipolar disorder ("bipolar"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the uterine perforation, rash, depression, systemic lupus erythematosus and bipolar disorder outcome was unknown and the alopecia was resolving. The reporter considered alopecia, bipolar disorder, depression, rash, systemic lupus erythematosus and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('puncturing my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), rash ("rash"), depression ("depression"), systemic lupus erythematosus ("lupus") and bipolar disorder ("bipolar"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the uterine perforation, rash, depression, systemic lupus erythematosus and bipolar disorder outcome was unknown and the alopecia was resolving. The reporter considered alopecia, bipolar disorder, depression, rash, systemic lupus erythematosus and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.